Event description:
The customer called for help with her new contour meter. She performed a control test and rec'd a result of 380 mg/dl. The normal control range was not provided, but should be around 109-150 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.